Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepants for na, k, cl, ica & tco2 on a (B)(6) male patient with hypertension. There was no patient information at the time of this report. (B)(6). There are no injuries associated with this event. The investigation is underway.